Manufacturer narrative:
Investigation: lot#9283920 DHR and manufacture records were reviewed, no abnormality was found. 7pcs retention samples were checked the leakage through clog test, there is no leakage detected, the water was flowed through the cannula tip which is meet requirement. No returned samples or actual defect samples for investigation. The certain cause cannot be concluded at the moment.

Event description:
It was reported while using bd pen needle 31gx5mm insulin leaked at hub. The following information was provided by the initial reporter, translated from japanese to english: when the patient injected insulin with bd needle, it was found that there was fluid leakage at the connection between needle and syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd pen needle 31gx5mm insulin leaked at hub. The following information was provided by the initial reporter, translated from (B)(6) to english: when the patient injected insulin with bd needle, it was found that there was fluid leakage at the connection between needle and syringe.